Event description:
An attempt was made to use an integrity bare metal stent but it is reported that during the procedure the stent 'wriggled' while passing through the lesion. The device had been inspected and prepped before use with no issues noted. Resistance was noted during the device advancement but excessive force was not used. The physician believes that the event was procedural related, not device related. No patient injury or complications reported.

Manufacturer narrative:
Evaluation: results: related to operational context (device inspected prior to use with no issues noted, physician assessment that the event was procedural related, not device related), inherent risk of procedure (stent embolization), no results available since no evaluation was performed (device or procedural images not returned for evaluation); evaluation: conclusion: operational context caused or contributed to the event (device inspected prior to use with no issues noted, physician assessment that the event was procedural related, not device related), known inherent risk of a procedure (stent embolization), unable to confirm complaint(device or procedural images not returned for evaluation). (B)(4).

Manufacturer narrative:
Evaluation: results: operational problem (vessels appear tortuous with some diffuse disease present). Deformation problem (stent). Conclusion: device failure/lack of effectiveness related to patient condition (vessels appear tortuous with some diffuse disease present). (B)(4)

Event description:
Device evaluation: the distal tip was damaged. The stent was positioned on the balloon between the inner shaft markers. A number of the stent segments were deformed. Image review: the images provided show the left coronary vessels. The vessels appear tortuous with some diffuse disease present. However there are no images capturing treatment of the vessels.